Manufacturer narrative:
The gehc biomed replaced the flush button. No report of patient involvement.

Event description:
The hospital reported the flush button was sticking. There was no report of patient involvement.